Manufacturer narrative:
(B)(4).

Event description:
Physician was treating a non-tortuous, severely calcified rca ostial lesion with 80% stenosis, using a resolute onyx drug eluting stent. There was no damage to packaging and no issues were noted while removing device from hoop. The device was inspected and prepped with no issues noted. The lesion was pre-dilated. The device did not pass through previously deployed stent. No resistance was encountered when advancing device. Excessive force was not used during delivery. It was reported that physician encountered balloon deflation difficulties. The device could not deflate at the lesion site and there was difficulty removing the device following stent deployment. The physician used a non-medtronic scoring balloon catheter for predilatation. Then the physician deployed the stent but it did not fully expand in the middle of the stent. They needed to apply pressure up to 26atm, and there was still a dogbone shape of the onyx stent. Then the balloon would not deflate and was difficult to remove. The physician had to use a balloon pump and temp pacer as intervention. The physician used several medtronic launcher guides, and non- medtronic guide extension catheters. They had issues with removing it in patient's arm. It would not move past the non-medtronic guide extension catheter. The physician visually identified that there was a piece of plastic on the proximal balloon shaft. The physician had difficulty post dilating but finally was able to post dilate with a 5.0mm nc balloon to achieve appropriate stent apposition of the stent struts. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
Additional information the dogbone shape was the stent prior to the post dilation. There was confirmation of good apposition of the stent and fully expanded once a nc balloon finally worked. Then the resolute onyx balloon occluded the vessel and the balloon pump and temp pacer were used as a result of the issue with the stent. The removal difficulties were due to the stent delivery system and the issue of the stent balloon not deflating. The physician pulled the entire system out, the resolute onyx delivery system, guideliner and launcher. Surgical back up were present. If information is provided in the future, a supplemental report will be issued.